Manufacturer narrative:
The MFR has evaluated this event and concluded that the material anlaysis revealed that the implant base material and titanium plasma layer comply with the stipulated specifications for the material. The fracture structure analysis indicated that material fatigue led to the event. This is often the result of cyclic loading from the prosthesis put on the implant which eventually led to material fatigue and finally to failure.

Event description:
Removal of endosseous dental implant. Two implants were placed on 8/5/94. Abutments were placed on 1/6/95 and the patient returned to his general dentist for restorative care. The clinician reports that the patient continued to do well and returned for supportive periodontal therapy. On 1/30/97, he presented with a loose crown site #30. Upon examination, an implant fracture was diagnosed approximately in the middle half of the implant in site #30. At that time, the fractured implant was removed and guided bone regeneration was done in the area. The clinician has been asked for additional information concerning this event.